Event description:
According to the report: when the bag was closed, a part of the bag was torn and fell into the cavity. The fallen piece was retrieved from the pt. There was no bleeding, tissue damage or extension in or time. No pt info available.

Manufacturer narrative:
(B) (4).